Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips have passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, the lay-user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultramini meter read inaccurately high compared to another device (unspecified onetouch meter). The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began towards the end of (B)(6) 2017 and that on (B)(6) 2017 he obtained blood glucose readings of ¿181 mg/dl¿ with the subject meter and ¿179 mg/dl¿ on the other device, performed within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient informed the csr that he manages his diabetes with insulin (self-adjuster) and denied making any changes to his usual diabetes management regimen in response to the alleged issue. The patient reported that 1 week after the alleged issue began he felt ¿faint and passed out¿. An ambulance was reportedly contacted for assistance and the patient was transported to the emergency room (ER) where he was treated with a glucagon injection. The patient claimed his blood glucose was tested on the ER device at an unspecified time on (B)(6) 2017 and a result of ¿152 mg/dl¿ was obtained. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and that an approved sample site was used for testing. The products involved in the complaint were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged inaccuracy issue began.